Event description:
It was reported that the pt experienced a loss of therapeutic effect following a dental visit for a root canal procedure. It was suggested that the pt was exposed to electromagnetic interference (emi) during the visit. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).